Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that the 840 ventilator was displaying loss of communication error codes. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended swapping the graphic user interface (gui) to breath delivery unit (bdu) cable and running the ventilator on a test lung. The customer followed the tse recommendations and the issue was resolved. The customer ran all tests and placed the unit back in service. Covidien was not authorized to repair the device.